Manufacturer narrative:
Ria device is an instrument and is not implanted. Synthes is unable to determine the MFR date without a lot number. No investigation could be made, no conclusion could be drawn as no device is available for investigation. Note: source of event info: the info from a retrospective study on the use of ria in femoral shaft fractures initiated this report. The initial notification to synthes on january 5, 2007 was not forwarded to the complaint handling unit until approx the following eights months, as the result of surgeon's statements that the ria product was not a factor in the event.

Event description:
Synthes sales consultant was made aware of a reported death of a female, status post motor vehicle accident, injuries including left midshaft femur and open patella fracture, right talar neck fracture and subtalar dislocation. Upon admission, patient had an injury severity score of 9 and a glasgow coma score of 15. Patient underwent im nailing of femur, subtalar dislocation reduction, external fixation of ankle and irrigation and debridement of knee during the index procedure performed within 24 hrs of admission. Patient developed ards two days postoperatively and expired four days later. Upon verbal follow-up with surgeon, it was stated that or suction system (not a synthes device) was problematic during the period of time in which the surgery occurred.